Manufacturer narrative:
Lot review: a review of lot# 3242551 showed that 30 units were manufactured, tested, inspected and released in (B)(6) 2016, citing no anomalies.

Event description:
Complaint received regarding two 46110-72, transpac IV trifurcated monitoring kit, suspect lot#s 3242551 (mfd b)(6). I have a product failure for this item. Art line portion of the set was being used to draw blood from point. Sampling tubing detached from stopcock where it was bonded. Second incident, tubing was kept that fell off. However, the rest of the set was discarded because it contained blood. First incident, no product was kept. I will be sending the tubing that fell off and an example of the set as a whole. I did mark the spot where it came off in the two previous incidents. There were no adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3242551 showed that (B)(4) units were manufactured, tested, inspected and released in may of 2016, citing no anomalies. Devices received: 9/30/2016 - on 8/15/2016 received the following: one opened unused 46110-72, transpac IV trifurcated monitoring kit, reported lot# 3242551. One used 46110-72, transpac IV trifurcated monitoring kit, suspect lot# 3242551 - partial device returned, only the bd 10ml syringe and the attached pressure tubing. The pressure tubing was confirmed to have been pulled out of the male luer which was attached to the 3-way stopcock. A solvent ring was observed on the tubing. Functional testing: used tubing was visually examined. A solvent ring was observed around the tubing and the tubing was observed to be between 4 and 5 mm for insertion depth meeting specification. The new unused unit was pull tested and was observed to fail at the bond with 13.81 lbf. A solvent ring was observed all the way around. Final summary: the reported complaint of tubing detached was confirmed the root cause of the failure could not be determined as a solvent ring was observed all the way around the tubing and an adequate insertion depth of the tubing into the luer pocket was also observed. The new unused unit was pull tested and was observed to have a peak force of 13.89 lbf before failure. This exceeds the specification of 6 lbf. The used tubing appears to have been a good bond.

Event description:
Complaint received regarding two 46110-72, transpac IV trifurcated monitoring kit, suspect lot#s 3242551 (mfd. 05/16). I have a product failure for this item. Art line portion of the set was being used to draw blood from point. Sampling tubing detached from stopcock where it was bonded. Second incident, tubing was kept that fell off. However, the rest of the set was discarded because it contained blood. First incident, no product was kept. I will be sending the tubing that fell off and an example of the set as a whole. I did mark the spot where it came off in the two previous incidents. There were no adverse patient consequences reported.